Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not temping properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the front cover had a few chips in it, line cord had damaged heat shrink. Functional testing found when unit was heating up temp wouldn't stop climbing. Customer tampered with temp settings so unit was out of calibration. Calibrated unit, replaced front cover and put heat shrink on line cord. The root cause of the reported issue was found to be customer damage. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).